Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the biomedical engineer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) about an error that occurred during surgery. The customer already recovered by rebooting the system. Tse reviewed the logs and found errors #25328 and #281 were logged. Caller reported that error #25004 occurred multiple times after the 1st call and tried to reboot the system third times. Tse confirmed the error was pointed at master compute engine (mce) 2 component with error #40006 in the logs, it occurred on (B)(6). Tse explained what the issue was and advised caller to use a single surgeon side console (ssc) to continue the surgery. The procedure was completed as planned with no reported injury. Isi performed follow-up and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The procedure completed by disconnecting the defected console. The customer continuously used the system, and the case was continued on a single console. It is unknown the type of da vinci-assisted surgical procedure was performed by the surgeon. The date and time of the da vinci-assisted surgical procedure performed was (B)(6) 2025.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue and replaced the remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
The remote arm controller (rac) was installed onto a printed circuit assembly (pca) system where the component functioned expected. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. The probable root cause of this issue is attributed to issues with the master supervisory controller.

Event description:
Refer to h11 for follow-up information.